Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used but the device still failed to cross. When the device was pulled out, the body of the stent was found to be deformed. The procedure was completed with another 2.75 x 24 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Distal strut segment 1 was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion revealed a kink in the midshaft at the distal side of the guidewire exchange port. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used but the device still failed to cross. When the device was pulled out, the body of the stent was found to be deformed. The procedure was completed with another 2.75 x 24 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.